Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm, rewind anomaly or prime/fill anomaly noted during testing. Unit had minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexplained no delivery alarms and insulin squirted during priming instead of dripping. Customer's blood glucose level was unknown. Customer also stated that the insulin pump was slower on rewind. It was also reported that there was scratch on lcd screen and insulin pump was working as designed. The device will not be returned for analysis.